Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that no signal on when connected to the sensor. The customer's blood glucose was unknown. The customer stated that it seems that there was no electrode on the sensor. The product was not returned for analysis.